Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient with gastric cancer on (B)(6), 2011. According to the complainant, two days post procedure, the patient presented with vomiting which resolved. On (B)(6), 2011, the patient presented with vomiting again which did not resolve. The physician was unable to confirm if the vomiting was related to the stent. It is unknown if any medication was given to treat the second episode of vomiting. The patient's liver function tests were reportedly "deteriorated" and the physician felt that the patient may require a percutaneous transhepatic cholangiography and biliary stenting. A gastroscopy procedure was performed, and after dye was injected to visualize the stent, it was discovered that the stent was partially occluded with tumor ingrowth. The physician then implanted a second wallflex enteral duodenal stent within the first stent without issue. The complainant was unable to verify if the patient's vomiting resolved after placement of the second stent; however, the patient was reported to be in stable condition.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.